Event description:
It was reported that patient presented with loss of capture on the left ventricular (lv) and atrial leads. The lv and atrial leads were found to be dislodged. The physician elected to explant and replace both leads. Patient condition was stable after the procedure.